Event description:
It was reported on (B)(6) 2011 during the middle of the procedure, error message 102.9 was received from the laser system. Per the customer, the laser system went into safety shutdown and came back on. Also, the customer reported the procedure was completed with the laser system. No pt injury was reported.